Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the device had a tendency to go up on its own or escalate. The stimulation went higher when she did not expect it. It did not go down, it stayed higher. Manufacturer's representatives (reps)adjusted it and it would be good for a month and then it went back to the stimulation escalating on its own. This stimulation change was related to positional movement. The patient noticed the issue when she went to hospitals or walked in the parking lot. It also happened in the middle of the night when she changed the positions. It was unknown if the patient used adaptive stimulation. The reps had readjusted the device before, and the patient was hoping another rep could also help with the settings. Later, the manufacturer's representative reported the patient wanted to be reprogrammed. The patient stated she would pick up the programmer and adjust the program as needed. The rep stated the patient never mentioned a loss of stimulation or intermittent stimulation when they were on the phone on (B)(6) 2016. Relevant medical history included chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.